Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a power (battery life) issue. It was reported that the battery life was less than expected. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 02/28/2018 with the following findings: review of the black box did not reveal any evidence of short battery life. Multiple call service 128 and 177 alarms were recorded due to discharged batteries being placed in the pump on (B)(6) 2018. The returned battery cap was intact and without damage and able to fit securely to the pump for testing. The pump powered on normally and ez-prime steps successfully completed. All electrical current readings were within required specifications. There was no damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the alleged short battery life issue. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.